Event description:
Philips received a report from a customer that pinnacle does not provide an option to cancel the wedge change when adding a wedge to a beam, when the wedges maximum field size is exceeded.

Manufacturer narrative:
(B)(4). The investigation by the customer service representative determined that the dosimetrist at the site had added a wedge to a beam and received an error message issued by pinnacle on the user interface, telling them to that the jaw settings have been changed by the wedge. The dosimetrist dismissed the message and continued planning without checking the field size. The pt was subsequently treated with a field size 6cm. Too small on one field for seven fractions. The pinnacle software performed as designed and the error messages issued by the software were appropriate. The user ignored the message and proceeded.